Manufacturer narrative:
Concomitant products: product ID 8835, serial # unknown, product type programmer, patient; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that on (B)(6) 2014 the representative had made changes, ¿playing doctor,¿ to the patient¿s personal therapy manager (ptm) without the physician knowing. The following day, the patient saw the physician and the ptm was changed back. The patient alleged the representative called the patient at home ¿ranting and raving¿ and making threats, drove past the patient¿s home and the patient called the police. The patient was confused about dates but stated it could have been (B)(6). Reportedly, the patient¿s security system recorded the representative to which the representative came to the patient¿s house and applied medication to him. The patient was dissatisfied with the field representative and as he would talk down to the patient because of the dramatic brain injury. He was noted to be rude and would say things such as there was no problem and that the patient was a ¿minute man.¿ this would occur when there was no physician or nurse in the room. The patient also reported that he saw the health care provider on (B)(6) for a pump adjustment. The patient was in the hospital for a week on (B)(6) (but also was not sure of the date). The patient had collapsed and an ambulance came for the patient. This was reported as related to the pump but ¿something trigger that which is between the patient and the health care provider¿ and the patient was not addressing that at the time of the call. The patient then reported he had an outpatient surgery on (B)(6) but then was not sure. The patient further reported that he had been ill since the situation happened and the situation triggered the patient¿s post traumatic stress disorder (ptsd) and anxiety. Reportedly, the representative had used the patient¿s private information that was for business, administered medication and changed the patient¿s pump settings when the physician was not in the room. The patient was told by the representative that the physician told the representative what changes to make. However, the patient saw the physician the next day and the physician told the patient he did not tell the representative to change anything. The patient had been given medication which had brought his anxiety and stress down. The representative clarified that the physician was well aware of this situation and would corroborate the following details. The representative had never seen this patient at or in the patient¿s home but rather in person in the clinic with the physician present. The representative was called by the physician to evaluate the patient¿s ptm and at that time also requested a dose changed when the representative interrogated the pump with the clinic¿s physician programmer. The representative made the suggested changes, the physician reviewed the changes and accepted them on the physician programmer. The physician was present in the room the whole time when this was done. Further details of a hospitalization or pump issues were not known by the representative. The physician did refill the patient¿s pump ¿this week¿ and decreased the dose. This device system delivered prialt. Should additional information be received a supplemental report will be filed.

Event description:
Additional information later reported that per the hcp (healthcare provider) none of the allegations that the patient made are true. The patient is a "paranoid schizophrenic" and the hcp stated that the patient has "latched" on to the representative. The patient's pump has been checked multiple times to show the patient that no changes were made between visits with the physician. They are continuing to treat the patient but ensure that the representative is not in the area when the patient is to be in the office.

Event description:
Additional information later reported the hcp had no information regarding any hospitalizations or outpatient surgery.